Event description:
This report summarizes 27 events for the failure: flaked. - 27 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 27 events were reported for this quarter. Product return status 27 devices were evaluated in the field. Additional information 27 devices were not labeled for single-use. 27 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99013. Supplemental rationale, corrected data: b5, h1, h6, h11. 27 events were previously reported during the reporting quarter: however, - 11 previously reported events were included under MFR report # 3015967359-2025-99011 but should be included under this report. - 38 previously reported events are included in this follow-up record. Product return status, 38 devices were evaluated in the field. Evaluation findings (results/components), 38 devices: material and/or chemical problem identified / coating material. Product disposition, 38 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 38 events for the failure: flaked. - 38 events had problem identified during non-clinical procedure; there was no patient involvement.